Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Further root cause could not be determined. The returned device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their internal paddles were cracked. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their internal paddles were cracked. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.